Event description:
A customer contacted beckman coulter inc. (Bci) in regards to concerning "vacuum under limits errors" and overflowing wash towers on the unicel dxi 600 access immunoassay system. There were no reports of injuries to users/lab visitors.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event and found the vacuum pump to be faulty. The fse replaced the vacuum pump and verified system performance to published specifications. Hardware is the root cause for this event.